Event description:
It was reported that the whisper guide wire and balloon looked fine under fluoroscopy. Before a dilatation was performed, the guide wire was observed to be outside the main artery lumen. At the time of the report, the case details were incomplete; however, it was assumed that medical or surgical intervention was used.